Event description:
This event was reported as a perivalvular leak repaired with a gortex patch and replacement of ascending aorta. Device remains implanted. Pt had first mitral valve implant on 6/1/99.